Event description:
It was reported that during a procedure, a disposable attachment with a burr did not work. The procedure was completed using backup product(s), and there was no report of patient injury or adverse outcome associated with the event. Additional information was received stating that the reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation could not able to reproduce the reported malfunction of the disposable attachment with a burr that did not work. It was noted also that the distal portion of the stem could be easily removed from the device, as the stem had fractured just below the step down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.